Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged and understood these instructions.